Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that at a refill on (B)(6) 2019 the hcp pulled back 10ml more than expected. A dye study was attempted and the hcp was unable to aspirate the catheter access port. The hcp will monitor at the next refill and assess the course of action needed. The issue was not resolved at the time of the report and the patient's status was noted as "alive-no injury." No symptoms were reported and no further complications were reported.